Manufacturer narrative:
Batch review performed on 17january 2018: (B)(4).

Event description:
The patient came in complaining of instability 1 year after primary. The stem was loose. The cause is unknown.